Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported issues of clip open while locked could not be determined in this case. It is possible that procedural conditions (tension on the clip, unintended curves/tension place on the device by the user) combined with anatomical challenge contributed to the reported user experience; however, this cannot be confirmed. A definitive cause for the mitral stenosis could not be determined. However, mitral stenosis it is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked and mitral stenosis. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Prior to the procedure, it was noted that the patient had a recent history of ischemia and had previously undergone coronary artery bypass grafting (CABG). The pre-procedure mean pressure gradient was 5mmhg. An nt clip was inserted and deployed lateral of a2p2. It was noted that prior to deploying the clip, the arm angle was 20 degrees. However, after the clip was deployed, the physician noticed that the clip had slightly opened to somewhere between 25-30 degrees. It was then noticed that the mean pressure gradient increased to 7mmhg. The clip was stable on the leaflets and mr reduced to a grade of 1-2; therefore, no additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.